Manufacturer narrative:
No samples or photos received by our quality team for evaluation. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defects. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. H3 other text : see h10.

Event description:
It was reported that 4 of the bd safetyglide¿ needle only, 25 g leaked and were clogged. The following information was provided by the initial reporter: pressure from the needle caused vaccine to be wasted due to spraying out. Writer attempted using 2 other needles of the same lot and there was ++ pressure from the needle. Writer kept using new needles to find one that did not have pressure.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 of the bd safetyglide¿ needle only, 25 g leaked and were clogged. The following information was provided by the initial reporter: pressure from the needle caused vaccine to be wasted due to spraying out. Writer attempted using 2 other needles of the same lot and there was ++ pressure from the needle. Writer kept using new needles to find one that did not have pressure.